Manufacturer narrative:
The field service technician (fst) was onsite. The fst checked the hcu30. The failure could not be reproduced. Since no parts were replaced and the device is already back in use, no further investigation could be performed. Therefore no most probable root cause could be determined. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary (B)(4) and further investigations and measures will be conducted in case of adverse trending. (B)(4). Reference exemption # e2018002.

Event description:
It was reported that the hcu 30 can't set the temperature under 22°c. Complaint number: (B)(4).